Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed. The reported foreign material in the packaging was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation determined the foreign material inside the unopened pouch appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that during an incoming inspection at the distribution center, a 6.0 x 100 mm supera self -expanding stent systems (sess) was rejected for foreign material in the packaging. There was no reported problem with the sterility of the device. As the cosmetic non-conformity was noted at the distribution center there was no patient involvement. The sess was not used. No additional information was provided. Returned goods analysis identified that the foreign material in the packaging was a manufacturing component.